Manufacturer narrative:
The lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the emergency department complaining of chest pain. Interrogation of the implanted device showed loss of capture on the rv lead. An x-ray was performed showing the lead had moved position since it was implanted four days ago. Three days later, the lead was successfully repositioned. There were no signs of cardiac tamponade. No additional adverse patient effects were reported.